Manufacturer narrative:
Continuation of d10: product ID 8782 lot# serial# (B)(6), implanted: (B)(6) 2025, product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that since catheter dye study the patient reported 40-50% more relief. An increase in morphine by 0.4mg was made.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the patient had 9/10 pain. An increase in morphine by 0.4mg was made.

Manufacturer narrative:
Continuation of d10: product ID 8782 serial# (B)(6) implanted: (B)(6) 2025 product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving fentanyl via an implantable pump for unknown indications for use. It was reported that the patient had inadequate pain relief currently but in the past they had relief. A normal catheter dye study was done. An increase in sc fentanyl by 100mcg was made. Additional information received from the healthcare provider via a clinical study indicated that the patient reported being reliant on boluses to manage baseline and breakthrough pain with little relief from the sc rate. An increase by 100mcg fentanyl and boluses of 50mcg fentanyl was made. Additional information received from the healthcare provider via a clinical study indicated that the patient reported being happy with boluses but wanted an increase in bolus dose. An increase in sc by 75mcg fentanyl and increase bolus dose by 5mcg fentanyl was made. Additional information received from the healthcare provider via a clinical study indicated that the patient had 7/10 pain. An increase in sc fentanyl by 100mcg and increase bolus dose by 5mcg was made. Additional information received from the healthcare provider via a clinical study indicated that the patient had 9/10 pain. An increase in morphine by 0.3mg was made. Additional information received from the healthcare provider via a clinical study indicated tha the patient had no pain relief. An increase in bolus dosing by 10mcg each was made. Additional information received from the healthcare provider via a clinical study indicated that the patient had no pain relief. An additional increase in morphine by 0.3mg was made. Additional information received from the healthcare provider via a clinical study indicated that a normal catheter dye study was done, but patient would like catheter tip moved into cervical region for better coverage. Additional information received from the healthcare provider via a clinical study indicated that a catheter dislodgment was noted.

Manufacturer narrative:
Continuation of d10: product ID: 8782, lot#serial#: (B)(6), implanted: on (B)(6) 2025, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8782, serial/lot#: (B)(6), ubd: 17-apr-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the patient was not receiving relief from boluses. An increase in sc fentanyl by 100mcg was made.

Manufacturer narrative:
Continuation of d10: product ID 8782. Serial# (B)(6). Implanted: (B)(6) 2025 product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8782 serial# (B)(6) implanted: (B)(6) 2025 product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that on (B)(6) 2026 the patient reported some pain relief from last increase. They were given an increase in morphine by 0.5mg.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the patient had 9/10 pain. An increase in bolus dose by 5mcg each was made.

Manufacturer narrative:
Continuation of d10: product ID 8782 serial# (B)(6) implanted: (B)(6) 2025 product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8782. Serial# (B)(6). Implanted: (B)(6) 2025: product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the patient had 9/10 pain. An increase in bolus dose by 5mcg each was made.